Event description:
A customer reported a cartridge alarm, specifically cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the customer's pump, as this issue had been reported previously. The customer was advised to use a backup therapy, multiple daily injections (mdi), to ensure insulin delivery was not interrupted. The replacement pump will be sent with updated software, and the customer was given instructions for returning the problematic pump and steps for using the new one, which were understood and acknowledged.